Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was over 600 mg/dl at the time of incident. Troubleshooting found that the pump was able to rewind. Customer indicated that they will not send the pump back at this time but a replacement pump would be sent to them. No further details given.